Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The reported patient effects of stroke, seizure and death are known potential adverse events listed in the instructions for use. Although a conclusive cause for the reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the during the procedure in the right internal carotid artery, an acculink stent was successfully implanted. Post procedure, while the patient was in recovery, the patient suffered a stroke with aphasia and decline in condition. The patient was in a comatose state. Patient was taken back to the lab, where angiography showed that the stent was patent. There was no device malfunction. No treatment was reported. On (B)(6) 2011, the patient experienced a grand mal seizure. The patient remained hospitalized but ultimately died on (B)(6), 2011. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information reports that integrillin and thrombolytics were administered after the patient was taken back to the cath lab with symptoms of stroke.

Manufacturer narrative:
(B)(4)